Manufacturer narrative:
The product associated with the complaint was returned for investigation. The complaint was not confirmed during in-house investigation. Investigation of the returned meter using retain strips did not uncover any deficiencies. The meter and strips continue to meet specification and no product deficiencies were observed. Strip code (B)(4) was determined to be the only strip code used with the returned meter. Based on the strip code, lot number 351627 was investigated. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. The curve associated with the customers discrepant inr result could not be retrieved from the meter memory. Due to this, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified in CAPA-(B)(4) to contribute to a potential discrepant result. Root cause is unable to be determined as the impedance curve associated with the customers reported result was not found in the meter memory. Further investigation into this issue is being performed under CAPA-(B)(4).

Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 1.0 or 1.1; inr clinic: 5.3. Therapeutic range: unknown. Patient was given 8 units of red blood cells. No other information was provided.

Manufacturer narrative:
Investigation pending.